Manufacturer narrative:
Concomitant products: 5568-45 lead, implanted: (B)(6) 2006; 694758 lead, implanted: (B)(6) 2008; 419688 lead, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, the left ventricular (lv) lead impedances were noted to be out of range and high in all vectors except for lv1 to right ventricular (rv) coil, where impedance measurements were normal. A setscrew issue was suspected with the implantable cardioverter defibrillator (ICD). The device was reprogrammed to the lv1 to rv vector, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.